Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of a product were discovered with sealing issues. No serious injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device is available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The device was available for evaluation, and it showed that product was misaligned and prevented a proper seal. The machine has a sensor which detects if a part is in the sealing area. When the sensor detects a failure, the machine stops and the operator is required to review the line and look for product in the sealing areas. The operator will then correct the issue before starting up the line again. The operator missed a part in the seal when reviewing. Awareness training was performed across all shifts, regarding product in seal and/or breach of seal. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of a product were discovered with sealing issues. No serious injury or death was reported. This is entered in our complaint system as (B)(4).